Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral incisional hernia. It was reported that after onlay retrorectus implant, the patient experienced a fistula and dense adhesions of the bowel to the mesh, and scarring. Post-operative treatment included revision surgery with robotic adhesiolysis, partial removal of mesh and excision of old scar.